Event description:
Patient was undergoing cardio pulmonary bypass. During the endoscopic vein harvesting, the pt incurred a gas embolism. The p.a. Wanted more length, through open incision in the groin, he dissected the vein to get more length at that point he punctured the vein and co2 entered the circulatory system and collected in the heart. No product malfunctions occurred with the devices reported. Pt was placed in trendelenburg position, the chest was opened and cardiopulmonary bypass was instituted.